Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4).

Event description:
It was reported that at the start of a patient session and interrogation the programmer was losing the marker on the electrocardiogram and then it generated an error. The programmer was turned off and back on and the error recurred at the start of the interrogation. The programmer was changed out and the patient was successfully interrogated with the replacement programmer. The reported programmer was returned for service and additionally as a trade-in device and is no longer needed. No patient complications have been reported as a result of this event.